Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during preparation the catheter was not flushing and the luer was damaged. The same issue occurred with three catheters. The device was replaced with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The devices are expected to be returned for analysis. It was further reported that the "damage" was due to clogging of the flush port. The issue with the three catheters occurred in the same procedure.

Manufacturer narrative:
Additional information added to describe event or problem. Initial reporter phone due to character limit: (B)(6).

Manufacturer narrative:
Initial reporter phone due to character limit: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during preparation the catheter was not flushing and the luer was damaged. The same issue occurred with three catheters. The device was replaced with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The devices are expected to be returned for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed and the irrigation was functional in all deployment states. Initial reporter phone due to character limit:(B)(6).

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during preparation the catheter was not flushing and the luer was damaged. The luer was also observed to be damaged. The flush port was clogged. The device was replaced with a new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.